Event description:
Per the clinic, the patient experienced persistent whistling noise, tinnitus, headache, pain and performance decrement. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.